Event description:
The customer received questionable results for multiple assays for one patient sample processed by the modular preanalytic analyzer (mpa). The initial results were released to the physician. The sample was repeated on (B)(6) 2015 on another cobas c501 analyzer. Ion selective electrode (ise) sodium initial 97 mmol/l, repeat 140 mmol/l. Ise potassium initial 6.13 mmol/l, repeat 3.54 mmol/l. Ise chloride initial 68.2 mmol/l, repeat 100.5 mmol/l. Albumin initial 2.0 g/dl, repeat 3.1 g/dl. Creatinine initial 8.0 mg/dl, repeat 1.1 mg/dl. Glucose initial 65 mg/dl, repeat 86 mg/dl. Total protein initial 4.6 g/dl, repeat 7.0 g/dl. Calcium initial 7.0 mg/dl, repeat 8.9 mg/dl. The repeat results were believed to be correct. The patient was not adversely affected. The ise electrode lot number and expiration dates were requested, but were not provided. The albumin reagent lot number was 61619401 with an expiration date of 09/30/2016. The creatinine reagent lot number was 61695301 with an expiration date of 04/30/2017. The glucose reagent lot number was 61755301 with an expiration date of 10/31/2016. The total protein reagent lot number was 61643001 with an expiration date of 10/31/2016. The calcium reagent lot number was 61918801 with an expiration date of 12/31/2016. The field service representative could not find a problem and could not reproduce the issue. He checked the system and found it was operating to specification. The customer performed patient correlation and precision runs which were all good.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As multiple assays were affected and calibration and qc were acceptable, a preanalytic issue that led to a pipetting problem was assumed.